Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate across multiple cartridges. Customer's blood glucose level was 248 mg/dl. Although requested by tandem technical support (cts), the customer declined to perform troubleshooting. Cts educated customer on possible causes of inaccurate fill estimates.